Event description:
It was reported that the insulin pump screen was frozen. The customer was out of the country, and needed a replacement insulin pump. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.